Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that on (B)(6) 2021 he patient had a high blood glucose reading over 400 mg/dl. The patient's mother stated they did a finger stick to be sure and the bg levels were 450 mg/dl. The patient was taken to the hospital and treated with intravenous therapy with fluids and they changed the pod out. Patient was released the same day.